Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient experienced nausea and vomiting. His egv was 150 mg/dl. He checked his blood sugar via fingerstick, which showed 300 mg/dl. He administered 2 units of insulin via his omnipod every 30 minutes, and his blood sugar decreased to 200 mg/dl. However, he continued to vomit and was brought back to the emergency room (ER). In the ER, his blood sugar was around 200 mg/dl; his egv was not checked. He was given compazine (dose unknown), IV fluids and insulin drip (2 units) and stayed in the ER for a few hours. Upon discharge, he was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.